Event description:
During the shift check, the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message. No further information was provided. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during functional testing and based on the review of the archive data. The root cause of the reported complaint was a failure of the integrated encoder gearbox, likely attributed to a failed component. The archive data review indicated several ua45 around the reported event date, thus confirming the customer's reported complaint. The autopulse platform failed functional testing as a ua45 displayed upon powering on, thus confirming the customer's reported complaint. The failed integrated encoder gearbox needs to be replaced to address the customer's reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6). B3, the date of the event is unknown.